Manufacturer narrative:
An event of device malposition, perivalvular leak, difficult or delayed separation, and heart block was reported. Information from the field indicated there was a large calcium nodule in the annulus, the final implant depth was 8.1mm from the non-coronary cusp (deeper than the optimal 3mm), the valve appears to be correctly sized based on provided dimensions, and there was difficulty releasing the final retainer tab during deployment. No information was received regarding pre-existing arrhythmia or calcium extending beneath aortic annular plane in the interventricular septum. It was noted that the perivalvular leak was near the calcium nodule, and troubleshooting was required to release the final tab. The device was not returned for analysis and no intra-procedure imaging was received. The valve sizing appears to be correct based on provided annular dimensions, and the patient selection criteria were met. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on all available information, root causes for the reported device malposition and heart block could not be conclusively determined. It is possible that the implant depth contributed to the reported heart block. However, this cannot be confirmed. The reported perivalvular leak appears to be related to challenging patient anatomy (large calcium nodule). The root cause of the retainer tab separation issue cannot be conclusively determined but may be due to the patient¿s horizontal aortic angle, which is an extreme bend angle. As the delivery system navigates through angled anatomy, additional tension is created in the valve-delivery system interface, which may increase the force necessary to release the tab due to restriction of the tab and pocket interface from release.

Manufacturer narrative:
An event of device malposition, perivalvular leak, and heart block was reported. Information from the field indicated there was a large calcium nodule in the annulus, the final implant depth was 8.1mm from the non-coronary cusp (deeper than the optimal 3mm), the valve appears to be correctly sized based on provided dimensions, and there was difficulty releasing the final retainer tab during deployment. No information was received regarding pre-existing arrhythmia or calcium extending beneath aortic annular plane in the interventricular septum was received. It was noted that the perivalvular leak was near the calcium nodule. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including specification for radial force. Based on all available information, root causes for the reported device malposition and heart block could not be conclusively determined. It is possible that the implant depth contributed to the reported heart block. However, this cannot be confirmed. The reported perivalvular leak appears to be related to challenging patient anatomy (large calcium nodule). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor vision transcatheter aortic valve was chosen for implant with a large flexnav delivery system and a large+ navitor loading system. It was reported the valve's radiopaque (ro) markers were successfully pushed to the inner diameter (ID). The patient had challenging and tortuous anatomy, a horizontal aorta angle at 85 degrees, and a large calcium nodule in the annulus. The patient's native aortic annulus measurements were as follows: diameter = 29.1x21.1mm and perimeter = 81.2mm. It was reported that pre-dilation with balloon aortic valvuloplasty (pre-bav) procedure was performed. During procedure, it was reported there was one partial resheath attempt at the annulus as the valve was too high on the non-coronary cusp (ncc) side. During the second deployment attempt, one retainer tab remained attached to the delivery system. The physician attempted to release the remaining tab via moving the guidewire, twisting the handle, and pushing forward on the delivery system gently. After about 4-5 minutes, the final tab was released but it was reported it may have released earlier. It was reported the retainer tab stuck to the delivery system was pressed against the outer curvature of the aorta and it was difficult to see when it released completely. After final release, there was mild to moderate paravalvular leak (pvl) near the calcium nodule. A decision was made to perform a post-bav with a 23mm true balloon which lowered the pvl to mild. The final implant depth was 8.1mm at ncc and 8.5mm at the left coronary cusp side. Post-procedurally, the patient's aortic valve mean gradient was 4mmhg. It was also reported the patient experienced left bundle branch block but no pacemaker was implanted or any other medical intervention was performed. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.